Manufacturer narrative:
Concomitant medical products: product ID 37752, serial# (B)(4), product type: recharger; product ID 355029, lot# n090693, implanted: (B)(6) 2007, product type: accessory; product ID 3778-45, serial# (B)(4), implanted: (B)(6) 2007, product type: lead; product ID 37742, serial# (B)(4), product type: programmer, patient; product ID 3708160, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. (B)(4).

Event description:
The patient reported the patient had not been able to recharge the device and it had not worked for a year and a half. It was indicated that the manufacturer representative knew about it on (B)(6) 2014. Additional information received from the manufacturer representative (rep) reported that the rep had been unaware of this event. No other information was known but the rep was going to attend an appointment the patient had on (B)(6) 2015. Additional information received from the rep reported that he had not gone to the appointment. Additional information received from the healthcare provider (hcp) reported that the patient had been seen on (B)(6) 2015 but there was no note of a rep being there. The patient was going to be scheduled for a replacement. No information as to why the stimulation was not working was available and there was no date for the replacement yet. Relevant medical history included brachial plexus. No further follow-up was required. This event will be updated if additional information is received.